Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have post-paced t-wave oversensing. Corrective programming changes were made. The patient was stable throughout and was asymptomatic.

Event description:
New information received notes that a new instance of post-paced t-wave oversensing was reported, as prior programming changes were not able to resolve the initial occurrence of post-paced t-wave oversensing. Further programming changes were made and the patient will continue to be monitored. The patient was stable with no additional patient consequences.